Event description:
The lay user/patient contacted lifescan alleging that a one touch ultralink kit was having the following packaging related issue: missing test strips vial. There were no allegations of harm or injury.